Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented with unspecified interrogation issues via rf and wand telemetry. The issue is being monitored and patient was stable.

Event description:
New information received notes transmission records were reviewed and force relaxation is suspected to be the cause of no rf communication. Wand communication was achieved.